Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to losing consciousness and diabetic ketoacidosis. Reportedly, the customer fell and sustained bruising to the neck and spinal column, and a laceration to the head. At the time of the report with tandem technical support, the customer was still admitted to the hospital. The customer alleged an unspecified battery issue occurred. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.